Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The tension spring assembly and the anchor tab were inside of the delivery device. The seal was extended out of the delivery device. The seal was cracked along first row of the outer edge. The blue slide lock was engaged and the white plunger was not depressed on the delivery device. The following measurements were taken; the inner delivery tube diameter the outer diameter and the length of the delivery tube. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint ¿failure to load¿ was confirmed. The root cause is undetermined because the event occurred during the use of the device and the procedural operation is unavailable for our review. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 3.8mm would not roll up in loader properly preventing it from being deployed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hs iii proximal seal system 3.8mm would not roll up in loader properly preventing it from being deployed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.